Event description:
It was reported to philips that there was a problem with the host pc memory. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. This case was created as a dependent case to close the radar remote alert case. The radar remote alert showed an error related to host pc memory. To resolve the issue field service engineer (fse) visited onsite and implementing medical device correction in another case. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. Philips has initiated a medical device correction (z-1156-2024). After implementing, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.